Event description:
The rptr stated that the unit did not infuse during delivery of an unk fluid. The rptr further stated that the unit was flow tested by the biomedical engineering dept and was found to meet specs however it did alert sys error "u" during occlusion testing. There was no pt injury or treatment reported.